Manufacturer narrative:
A service report completed and dated 06/26/2019 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The details concerning the patient outcome was that the hematoma was a small subcapsular place and the patient was doing well. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.